Event description:
The pt called alleging that the meter does not power on. They were using correct test strips and meter has no power. Meter powers on by pressing the power button but not when the strip is inserted. Pt did not experience any symptoms at the time of testing. The last time they tested was a nonth ago. They contacted a medical professional for advice and did not receive any treatment. Customer service was unable to resolve the issue and sent the pt a new meter.